Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - subscap failure so anatomic was converted to a reverse using the conversion shell. Anatomic stem was left in the patient.

Manufacturer narrative:
The reason for this revision surgery was reported as subscap failure. The previous surgery invoice/delivery ticket was not provided or could be found after a search of djo records, therefore, the previous surgery date is unknown. The healthcare professional indicated that there was a significant adverse event to patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr#52519 associated with the main part #530-08-108, encore reverse shoulder humeral stem, std, sz8x108mm which documents that out of 15 parts lot, 1 part was rejected due to missing laser etch and moved to rework. Later the rejected parts were used as is and accepted after proper justifications through spar (standard pre approved rework). All other item in the lot were met with the design, fit and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to subscap failure. There were no findings during this evaluation that indicate the reported devices were defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.